Manufacturer narrative:
The technician found the account is not pressing on the side rail with enough pressure to fully latch the side rail. The side rail functioned as designed, user error.

Event description:
The account alleged the side rail is not latching. No injury reported.